Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited a shorted lead fault code when interrogated following a shock reported by the patient.